Manufacturer narrative:
The cause for the difficulty reported could not be reliably determined as the staple cartridge was not returned for evaluation.

Event description:
The device was used during a thoracoscopic procedure. Reportedly, the staples did not fire on the specimen side. The surgeon ligated the site with a ligating device. The hosp has reported that no pt injury occurred.